Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision - (B)(6) hospital (B)(6) 2018. Primary implant date: (B)(6) 2017. Reason for revision: pain, bone scan indicates implant loose. Patient fell 6 months following surgery, patient developed pain immediate post fall. Infection was ruled out as cause of pain followed by bone scan 6 months post fall. Surgeon felt stem was loose and was removed. Replaced with a cemented stem and new head acetabular components were left institute. Patient activity levels - moderate activity still walking with aid of a walking stick. Female patient initials (B)(6). Doi: (B)(6) 2017; dor: (B)(6) 2018; unknown hip.